Event description:
Hcp reported explant of device system after pt developed signs and symptoms of an infection - redness and swelling of the device pocket, a culture of the device pocket was done and pt was treated with IV antibiotics. The infection resolved with no withdrawal symptoms. The device was not returned to the MFR for analysis. Pt had multiple devices. Implantable pump removed due to infection.